Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that proximal pressure sensor auto zero failed. Message displayed on the system. The system was not in clinical use; there was no reported harm to patient/user. A remote service engineer recommended the replacement of the data acquisition pcba. The investigation is ongoing.

Manufacturer narrative:
H10: the product support engineer replaced the pcba, data acquisition to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.